Manufacturer narrative:
Block h6:device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a prolapse procedure using a capio slim, the dart was stuck when the device was being opened, causing the tip to break. This most likely indicates that the dart detached from the suture. No patient complications were reported.